Manufacturer narrative:
Journal article: balageas et al. (2013). European journal of radiology. Ten-year experience of percutaneous image-guided radiofrequency ablation of malignant renal tumors in high-risk patients. Eur radiol, 23, 1925-1932. The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that patients experienced complications post radiofrequency ablation (rfa) procedures. Immediate complications occurred within 3 days peri-renal hematoma, adrenal hematoma, renal infarction, pneumothorax and liver thermal injury. Early complications occurred within less then 7 days arterial hypertension, arterial hypotension, acute paranoid reaction, aeurological pain, inflammatory reaction of pancreatic cyst, minimal fistula without urinoma, cute kidney failure with transitory dialysis, haemorrhaging and transfusion, cutaneous fistula plus urinoma plus infection , duodenal perforation plus abscess. Late complications occurred in greater than 7 days, liver hematoma at 2 months, ureteral stenosis plus hematoma infection, ureteral stenosis plus cutaneous fistula.